Event description:
It was reported that pt underwent total knee arthroplasty in 2005. Subsequently, locking bar backed out of the tibia component and revision procedure was performed in 2008.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that states that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. The following user facility info is available: eval in process, but not yet complete. Upon completion of eval, a follow up report will be sent to the FDA.